Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the pump. This is a site of leakage. Abrasion was noted on the exhaust tubing of cylinder 1 and cylinder 2. No functional abnormalities were noted with cylinder 1 or cylinder 2. Abrasion was noted on the inlet tubing of the reservoir. A separation, surrounded by abrasion, was noted on the inlet tubing of the reservoir at the connector junction. This is a site of leakage. A group of striations, indicating contact with unshod instrumentation, was noted on the lockout valve of the reservoir. This is a site of leakage. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation in the reservoir exhaust tubing at the connector junction. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed unshod instrument separations on the lockout valve of the reservoir and inlet tubing of the pump occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the device was explanted and replaced due to leak at tubing exit.

Event description:
According to the available information the device was explanted and replaced due to leak at tubing exit.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA (B)(4) was identified as associated with this lot number; however the failure being reported in the complaint is not related to the issue identified in the nc. Devices met specification prior to release. No trends were noted for complaints and the there were no capas that were confirmed to be associated.